Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. This is intended to serve as a supplement; however, it can only be submitted as an initial report. Attempts to file it as a supplement resulted in failure acknowledgments, indicating that the initial report had not been submitted even though it was submitted on august 17, 2023, under MDR# 3006575795-2023-00080 and passed all three acknowledgements. Since a supplement could not be filed through webtrader, we are submitting it as an initial report to document the device evaluation. It was reported to intuvie that the pump was not infusing and appeared to be "hiccupping." The device was returned, and an investigation revealed that the pump passed all tests and met specifications. The reported issue could not be confirmed, and no issues were identified. A review of the serial number history indicated no similar complaints associated with this device. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that the pump was not infusing and appeared to be "hiccupping." There was no patient involvement reported.